Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: anterior sigmoid resection: after loading, closing and firing the instrument correctly the user opened the magazine and realized that the proximal 3 times clamp line was closed, but the distal 3 times clamp line was open. Hence the anastomosis was defect and could not be repeated due to the deepness. This was the reason why instead of the planned end to end anastomosis they have to create a temporary enterostoma. Due to the complicated situation the surgery had to be extended for 3 hours to remove defect material, intracorporal manual suture of the anastomosis and set the enterostoma. A second surgery will be necessary for rebuilding the enterostoma. The status of the pt was overall complicated due to diverticulitis with a non acute perforation. No reinforcement material used in conjunction with the stapling device.